Event description:
"Symptoms started, with several episodes of emesis. Pt was brought in for shortness of breath, tachycardia and hypoxia with desaturation to 80% on room air, per paramedics. Arrived to find pt tachycardic mid-120s, tachypneic to 40s, on 50% oxygen by bipap" (excerpted from the h&p). Pt is a paraplegic with a very high diaphragm. Called to the ER where a 5fr double lumen solo PICC total length of 40cm to the right basilic vein with positive tip confirmation at the caj from the pt signal was placed. The am pcxr showed the tip malpositioned up into the right ij vein. Rn replaced the PICC with another 5fr double lumen power solo PICC total length of 40cm to the right basilic vein."

Manufacturer narrative:
The device has not been returned to the manufacturer for eval, as the device was discarded after the event occurred. A lot history review (lhr) of rexf0818 showed no other similar product complaint(s) from this lot number.